Event description:
It was reported that cartridge alarm occurred repeatedly and prevented normal use of pump. There was no adverse impact to the customer's blood glucose level. Customer attempted to load new cartridge using guidance from technical support, but cartridge alarm recurred. The customer reverted to multiple daily injections.